Event description:
It was reported that the ilet pump screen became unresponsive and the pump could not be opened or shut down, consistent with a device interface malfunction involving a switch or relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a component failure, with the device presenting as a key or button not working and the implicated component being a switch or relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The device is to be returned.